Manufacturer narrative:
(B)(4). Date sent: 8/7/2020. Investigation summary: the analysis results found that plee60a device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have holes in the tyvek from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a package from top view of an echelon flex device and belong to product code (B)(4), lot # u93a6r, exp. Date: 2023-01-31. Also, the tyvek shows what appears to be a pin hole on the upper side of it. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when they opened device, there was a pin hole in packaging so they didn't use product. No patient contact.